Event description:
Contact reports while performing artificial disc replacement surgery, the access surgeon nicked a vessel, resulting in a 15 min delay in the surgical procedure. The pt lost 1000 cc's of blood. However, the blood was being recycled and there was no adverse pt consequence. As the delay was in excess of 30-min and required surgical intervention an MDR is being filed.